Event description:
It was reported that the pump declared an alarm during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge correctly and successfully resumed insulin therapy.